Manufacturer narrative:
The balloon was retained in the patient. Two stents were placed to secure the balloon to the artery wall. A dissection occurred and a stent was placed to treat the lesion. This resulted in prolonged hospitalization and additional medical intervention to complete the procedure. The angiosculpt device is with the hospital's risk management, thus, no evaluation performed. According to the instructions for use (IFU) for the angiosculpt scoring balloon catheter, retained device components is listed as a possible adverse effect of the procedure.

Event description:
The physician first used a 2.5 x 20 mm ptca balloon to dilate the lesion. He then decided to use the angiosculpt 2.5 x 15 mm. After inflating to 18 atm for one minute, the physician tried removing the device but felt resistance and could not remove from the patient. When the physician removed the device from the patient, the balloon stayed behind and the shaft was removed with the scoring element. The physician could not remember if the device ruptured and it was not noted on the cath lab report. The physician attempted to snare the balloon but was unsuccessful so he stented the balloon against the patient's vessel wall. The physician thinks the scoring element stayed intact with the shaft. The procedure lasted 4.5 hours. Physician stated that patient is doing fine. Additional information received on (B)(6) 2013: the physician stated that the patient is still doing well. After stenting the circumflex, the physician thought the procedure was completed, but then realized that the left main had been dissected during the procedure. The physician then proceeded to stent the left main artery without any complications. The angiogram and the cath lab log were received for evaluation. The cath lab report and the angiogram correlates with the reported complaint. The scoring element struts were not visible on the angiogram, which suggests the scoring element was removed intact to the shaft and was not retained in the patient. A dissection angiographic result showed the angiosculpt balloon marker bands in the location of the two stents with good flow through the circumflex vessel.